Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at the tip part, at 6 atmospheres for 5 seconds upon first inflation. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Corrected from a2. Rfb date of birth to rfb age at time of event-not applicable. Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. The following attributes were examined; visual and tactile inspection revealed that there were no issues identified with the hypotube shaft. No kinks or damages visible were noted on the shaft polymer extrusion. A visual examination of the balloon identified traces of blood inside the balloon, consistent with a device leak. Microscopic analysis revealed that a microscopic examination of the distal extrusion identified that the inner/wire lumen was bunched. This bunching was located at 3.7cm from tip of device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal marker bands identified no damage. For the device to device interaction testing, it was not possible to track a 0.014inch size guidewire through the inner/wire lumen due to the bunching of the lumen at 3.7cm proximal from the tip. For leakage test, using a pretested encore inflation unit (tested using a druck pressure gauge at 12 atmospheres) an attempt was made to inflate the balloon without success. The device was soaked in a water bath at 37 degrees celsius in order to dissolve any solidified media inside the device. Several additional attempts to inflate the balloon failed. It was determined that the bunching in the inner/wire lumen compromised the inflation lumen and prevented liquid from reaching the balloon.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at the tip part, at 6 atmospheres for 5 seconds upon first inflation. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.